Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had bearing damage, neuro tip bent/damaged and the craniotome bracket and ball bearing had fallen apart. It was further determined that the device failed pretest for temperature, cutter insertion and visual assessment. It was noted in the service order that during pre-surgery, it was observed that the device did not work and had a hole in the hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.